Manufacturer narrative:
UDI: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient initially implanted with 23mm aortic valve for 3 years 8 months, is pending a valve in valve procedure due to stenosis. The current valve has not been disabled and the patient has not been scheduled for the valve in valve procedure. The current patient status is unknown.

Manufacturer narrative:
H10: additional manufacturer narrative; updated sections; b2, b5, b7, f10, h6 per additional information received. H11; corrected data b1.

Event description:
Additional information received. Patient had original valve disabled and a 23mm replacement device was implanted in the patient. The procedure was successful and post procedure echo showed no valvular or paravalvular leaks and good valve function. The patient had residual high gradients post procedure. The patient was discharged pod 2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.